Manufacturer narrative:
Suspect device: compact test drum.

Event description:
Customer reportedly obtained results of 354 mg/dl and 171 mg/dl within 10 minutes on the compact test system. No action was taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect test system and replacement was sent. Comparison performed in the home. Compact test system: meter, strip lot/exp/cat unknown.